Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). This alarm was observed during powering up of the device. There was no patient involvement. No additional information is available.